Event description:
It was reported that the patient stated that they have been feeling fatigued since the new pacemaker was implanted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.